Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 337 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. No product will be returned for evaluation.